Event description:
It was reported that the right ventricular lead was unable to capture or sense in the bipolar pacing configuration. The lead was reprogrammed to the unipolar pacing configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.